Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record: the DHR shows no abnormalities related to the reported failure. The evaluation of the returned mayfield spine table adaptor (a2600) could not duplicate the reported condition " slip ". Unit received without the 6in transitional, the handle being closed without the 6in transitional. The handle was no egg-shaped and will need to be repaired. The reported complaint is not confirmed form the evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a mayfield spine table adaptor metal (product ID a2600) had a slip and they would like to have it evaluated. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.